Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they did not know what caused their issues as there had been no changes or impact to that area.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient felt a shocking sensation directly over the battery site. The patient stated that it caused extreme burning and pain, and they turned stimulation off for a couple of minutes which resolved the sensation. It was reviewed that the patient lower the amplitude to 0 v before turning stim on and slowly increasing back to where it was at 3.1 v. A manufacture representative met with the patient and stated that the pocket site looked fine, impedance was normal and that the patient was getting good coverage. However, five days later the patient started feeling the same shocking sensation again. It was discussed that imaging could be used to check how the pocket/leads look. Follow-up was conducted with the patient and their healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported that the cause of the shocking, pain and burning had not been determined. They noted the patient had met with a manufacturer representative and were recommended to have an exam under fluoroscopy. The patient's weight at the time of the event was recorded to be (B)(6) pounds.